Manufacturer narrative:
The event unit is not returning to applied medical. A follow-up report will be provided following the completion of the investigation.

Event description:
Type of procedure: hysterotomy. Event description: the energy was supposed to be activated, but the clamp was supplying energy on its own without the doctor pressing the button to activate it. Dr. [Name], a gynecologist, already has experience with the clamp and noticed that the energy was activating by itself without pressing the button. When he tried to press the button, he couldn't. Advanced fixation trocar, two of 12 mm and two of 5 mm. They gave the doctor another clamp. Patient status: there was no impact on the patient. Intervention: they gave the doctor another clamp.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. Applied medical has performed a historical trend analysis and review of production records and no relevant documentation was identified.

Event description:
Type of procedure: histeroctomy. Event description: the energy was supposed to be activated, but the clamp was supplying energy on its own without the doctor pressing the button to activate it. Dr. [Name], a gynecologist, already has experience with the clamp and noticed that the energy was activating by itself without pressing the button. When he tried to press the button, he couldn't. Advanced fixation trocar, two of 12 mm and two of 5 mm. They gave the doctor another clamp. Patient status: there was no impact on the patient. Intervention: they gave the doctor another clamp.